Event description:
It was reported from the us that during an orthopedic surgery the surgeon experienced an issue with the instrumentation. The locking mechanism on the a+ broach handle was broken after the case; the staff believe it happened sometime during the washing process. There was a delay to surgery, but the patient was not adversely affected. The device was received for analysis, it was disassembled. There is no other information about the event/device provided by the contacts..

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Information was not provided for: pt. Info. Unknown. Design-related issues: the design of the novation a+ broach handle has been in the field since 2009. (B)(4). This is considered ¿very low¿ according to the frequency of occurrence ranking scale. The novation a+ broach handle in this complaint was manufactured in 2010. The design of the device has since been updated ((B)(4)) to replace the pivot pin that is retained with a spiral retaining ring with a pivot rivet that is mechanically deformed. Endurance testing was performed on this mechanically deformed (swaged) designed and is documented in tm-2012-477. Additionally, endurance testing was performed on a special a+ straight broach handle with a prototype design change to the release latch and latch pin. Results of this test were used to determine the need for an updated roll pin, release latch, and latch pin. See tm-2013-264 and dcrtc-14-0171. Mfg-related issues: exactech is aware of 3 other complaints involving parts from this manufacturing lot, which have been in the field since 2010. This device was manufactured before the design was updated. The device history record was reviewed as part of [another complainte] for this device, and all of the parts were accepted with conformance to the device specifications. Therefore, this issue does not appear to be manufacturing related. A review of the risk management report (rmr) and the risk assessment and controls report were conducted to ensure the risk was included and the occurrence is below the threshold. The rmr and racr for this novation anterior broach handle, rmr-00034 rev- and racr-00037 rev-, were reviewed. The risk is captured. Corrective actions are not required because the occurrence rate is ¿very low¿, and the risk is captured in the rmr and racr. The broken device reported was likely the result of wear due to years of normal use, which led to the disassembly of the lever pivot pin, stainless-steel retaining ring, compression spring and the broach locking pin. The design has been updated to replace the lever pivot pin and stainless-steel retaining ring with a lever pivot rivet to improve the robustness of the design. IFU 700-096-181: instrument inspection visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. ¿ check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. Follow reprocessing procedures. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. There is no reported patient adverse event.